Manufacturer narrative:
A product investigation is in progress.

Event description:
Top of the tampon was left inside me [foreign body in reproductive tract], top of tampon came apart from the rest [device breakage]. Consumer contacted via e-mail and stated that the top of the tampon came apart from the rest and was left inside her. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Top of the tampon was left inside me [foreign body in reproductive tract]. Top of tampon came apart from the rest [device breakage]. Case description: consumer contacted via e-mail and stated that the top of the tampon came apart from the rest and was left inside her. No serious injury was reported.